Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted due to pain at the pocket site. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to pain at the pocket site. The patient was reportedly doing well following the procedure.